Event description:
Information received indicates the pump shuts off before the feeding is done.

Manufacturer narrative:
Device was not returned for investigation. This MDR is being sent as part of a retrospective review for reportability.